Event description:
It was reported that during a hemorrhoidectomy the surgeon didn't feel anything abnormal during the operation. But, after firing the device, the surgeon could not pull out the device. They then found the staples had stuck the tissue to the anvil. The surgeon removed the device and used sutures to finish the anastomosis. After the surgeon pulled out the device, they found that the staples were in the gap of the anvil. There were no patient consequences.